Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6), side: l, gender: f. Non-revised products: product ID: efsrn3pl evolution® mp fem cs/cr non-porous size 3 primary left/ lot no.: 2011343/ qty: 1. Product ID: etpkn3sl evolution® mp tibial base keeled non-porous size 3 standard left/ lot no.: 1990715/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.